Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure and bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system. User guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 543 mg/dl while wearing the pod between 4 and 24 hours on the leg. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Patient also reported that the cannula was bent and pod was leaking insulin. As treatment, states that she gave herself several boluses with the pod, but her bg levels kept rising. Patient states that she noticed that the pod was leaking around the cannula and so she gave herself a manual bolus with the pen of 8 units and then removed the pod. Patient states that she put on a new pod about an hour later and waited for her manual bolus to take effect. Patient states that she just kept drinking water to stay hydrated as well. The patient's blood glucose and insulin history is as follows: (B)(6).